Event description:
It was reported via repair work order that the upright would not latch due to a damaged upright weldment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the foot section would not latch due to malfunction foot section weldment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was reported via that the foot section would not latch due to malfunction foot section weldment. Supplemental submitted as the investigation concluded that the upright would not latch due to a damaged upright weldment.